Event description:
The manufacturer received information alleging the leak and tidal volume values were displayed lower than the usual ones and there was no occurrence of and alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the device failed internal flow verification final test. The evaluation determined that tidal volume and a read value of leak were low because an anomaly occurred in flow measurements due to the dirt clinging to the flow sensor. The flow sensor was replaced.